Event description:
Customer reportedly obtained results of 19.5 mmol/l and 2.3 mmol/l on the aviva system within 10 mins. No treatment info provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
Event occurred in (B) (6).